Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However, the device was put through extensive testing including full functional testing and internal inspection without duplicating the report. The smart pneumatic module was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device displayed an "compressor failure - 2001" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.